Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support but root cause could not be determined as customer declined to remove the infusion set. Reportedly, customer met with healthcare provider later in the day to address the issue. Customer declined additional troubleshooting and declined follow up from tandem technical support. Customer blood glucose at time of event was 177 mg/dl.